Event description:
It was reported, there was a shocking or jolting sensation. Before the patient¿s surgery to replace their battery for elective replacement indicator (eri), it was not severe but they felt a shocking in their face quickly but it did not last long. It had happened a few times over a two-year period. It happened one time after they were drying themselves with a towel after a shower. The shocking had not occurred since 2014 (B)(6) when the right battery was at end of service (eos). The ins battery was changed on the day of report. It was unknown if the patient still felt the symptoms regarding the shocking that he did previously. No falls or trauma was noted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostim ulator product ID 3389s-40, lot# v397842, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v386598, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).